Manufacturer narrative:
The recipient was released from the hospital. The recipient is not using the device due to overly loud sound. Programming adjustments were made, which helped improve comfortability. The recipient will start speech therapy. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly admitted to the hospital on (B)(6) 2026 for pneumococcal meningitis. The recipient was given a PICC line to start treatment (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.